Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the curved bipolar dissector instrument developed a broken conductor wire. The procedure was completing as planned with no reported injury.